Event description:
A doctor alleged that after the placement of crowns with optibond xtr and nx3 clear dual cure cement, two (2) patients required root canal treatment due to the sensitivity that developed after light curing the restorations. This is the second of two reports.

Manufacturer narrative:
The doctor noted that the patient was approximately (B)(6) years of age; however, information surrounding the incident and treatment date was not provided by the doctor. The doctor performed a root canal on the patient; to date, the patient is doing fine. The optibond xtr product (adhesive (catalog #35108, lot #4284103) and primer (catalog # 35107 and lot #3689694)) involved in the alleged incident was not returned; therefore, retain samples were evaluated yielding results within product specifications. A DHR review revealed that there were no deviations from the manufacturing process. No similar complaints were received with regard to this lot.